Event description:
It was reported that the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge was subsequently returned to animas for evaluation. Evaluation revealed a damaged o-ring on the cartridge plunger.